Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI:((B)(4).

Event description:
It was reported that the battery handpiece device top trigger became stuck when pressed and would not release. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had foreign substance/debris/cleaning/sterilization and a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers. Therefore, the reported condition of the device top trigger becoming stuck when pressed and not able to release was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 2/25/2022 to 2/24/2022.